Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a procedure, a versacross connect laac was selected for use. The procedure began using left inguinal approach. During first current application, the rf wire failed to pass. The system bend was increased and the electrical current was applied again and the wire passed. The watchman device was released. A pericardial effusion confirmed near left ventricular (lv) anterior wall via transesophageal echocardiogram (tee); radiographically visible pericardial fluid also noted. The vital signs were stable, and extubation was performed as usual. In the physician opinion, it may have been punctured through a thicker section during septal puncture. No interventions were reported. No further information was provided. The device is not expected to be returned for analysis (discarded).

Event description:
It was reported that a pericardial effusion (pe) occurred. During a procedure, a versacross connect laac was selected for use. The procedure began using left inguinal approach. During first current application, the rf wire failed to pass. The system bend was increased and the electrical current was applied again and the wire passed. The watchman device was released. A pericardial effusion confirmed near left ventricular (lv) anterior wall via transesophageal echocardiogram (tee); radiographically visible pericardial fluid also noted. The vital signs were stable, and extubation was performed as usual. In the physician opinion, it may have been punctured through a thicker section during septal puncture. No interventions were reported. No further information was provided. The device is not expected to be returned for analysis (discarded).

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the pericardial effusion is a known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. "Risk review: a risk review performed for the versacross connect access solution device confirmed that the events of pericardial effusion is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross connect access solution device is acceptable." Investigation conclusion: based on the information provided, the reported event of pericardial effusion is a known inherent risk of the versacross connect access solution device. Pericardial effusion is an expected procedural complication addressed within the IFU for the versacross connect access solution. There are several factors that may have contributed to the adverse event(s), such as excessive force during advancement of the wire, tortuous patient anatomy, suboptimal puncture location, or physician/scrub tech technique. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.